Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient (hospitalized for a cancer of the uterus) has developed an allergic reaction to the device allowing the maintenance of the PICC line catheter after being placed for about 4-5 days. Pruritus and redness have been found on the area of ¿¿contact with the device. Placement of a protective skin cream cavilon® and a dressing comfeel®.